Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 500mg/dl. Customer's sister also reported delivery anomaly. Customer's sister stated that her sister was in the ICU because she had diabetic ketoacidosis. Customer's sister stated there was air in the line and that insulin flowed really slowly. The customer experienced symptoms such as nausea and vomiting. The customer was treated with IV fluids and insulin drip. The customer eventually called to also report the hospitalization and was assisted with troubleshooting for high blood reading. Customer's current blood glucose level at the time of the call was 234mg/dl. Customer declined to check for presence of leaks or air bubbles, site or insulin issues, and settings. The product will not be returned for analysis.